Event description:
It was reported that a device entrapment occurred. A rotapro 1.50mm and rotawire were selected for a percutaneous coronary intervention (pci) procedure. Upon removal of the rotapro without rotational speed, the rotapro advancer had difficulties crossing the rotawire. The rotapro and rotawire were removed together. A thrombus was noted at the distal tip of the burr. The cause of the thrombus was unknown and no treatment or intervention was required. The procedure was completed by pre-dilation and stenting the lesion. There were no patient complications.